Event description:
It was reported that this pacemaker system exhibited oversensing for its non boston scientific right ventricular (rv) lead channel, with noisy signals noted. Technical services (ts) was consulted and discussed stored episodes as well as available programming options. This pacemaker remains in service. No adverse patient effects were reported.